Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15539. It was reported that the patient experience ineffective therapy after the ipg site was slammed by a door. Diagnostics revealed high impedance on one of leads. Reprogramming was only able to provide adequate therapy for some time. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead with high impedance was explanted and replaced with a new lead addressing the issue. Reportedly, good coverage was confirmed post op. Investigation was unable to determine which of the leads was explanted.